Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that the healthcare provider (hcp) was able to aspirate the reservoir, but unable to fill it. The hcp was able to get 8 cc's in the reservoir then it locked up.